Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a faulty upstream sensor and did not trigger an alarm when occlusion was present. There was no patient involvement, no injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was unknown. The device passed all evaluation testing. As a preventive maintenance, the downstream occlusion seal was replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.